Event description:
It was reported that the pain was not persistent and completely resolved on its own within a month.no additional information is available.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a vaginal colpopexy procedure (procedure date unknown). Postoperatively, the patient experienced transient labial, buttock, or groin pain (date of onset unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.